Event description:
It has been reported to philips that the allura wireless footswitch does not work. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. According to the additional information collected the clinical usage of the system is unknown. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch does not work. The fse replaced footswitch. After replacement the system was returned to good working order. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011) the codes were updated based on the investigation outcome. Health impact code was corrected.